Manufacturer narrative:
Update received that this lead was not explanted and it remains in the patient. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient suffered from diaphragmatic twitching in left lateral position caused by the lv (8000899027) lead since implantation. An rv (81498215) lead caused perforation of the apical rv region was also reported. The patient was hospitalized. Lv lead has been explanted. Device was reprogrammed. X-ray, and tte were done.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.